Event description:
Follow up information reported that the patient still had concerns with their device therapy but was working with their physician and the manufacturer¿s representative to resolve the issue. The patient reported that they had 3 appointments. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va04m45, implanted: (B)(4) 2013, product type lead; product ID 3889-28, lot# va05bgg, implanted: (B)(4) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient¿s ¿trial worked well for him.¿

Event description:
It was reported that during the phase 1 trial, the physician did not turn stimulation off when changing sides and the patient received a shock. Additional information has been requested but was not available as of the date of this report.

Event description:
It was later reported that during the trial, the physician switched from left to right side without turning off or adjusting the stim level and this provided patient with a shock.